Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open appendectomy, at the moment of loading and making a test for loading, the nurse realized that the handle didn't close the reload properly because the reload wasn't completely close. They tried to change the handle first and the same problem was repeated so they tried it again with another reload but unfortunately, the same problem repeated. It was also noted that a component of the first handle broke off. They had to open another device to complete the procedure. There was no patient injury.